Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2010; 6947-58 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead, the right ventricular (rv) lead, and the left ventricular (lv) lead all had high thresholds. The ra lead was revised during device change out and found to have high thresholds with low p-wave sensing. The lead was capped and a new lead was implanted. The rv and the lv lead were revised during device change out and there were no issues seen at the time of device replacement. The rv and lv lead remains in use. No patient complications have been reported as a result of this event.